Manufacturer narrative:
Additional information was received that the patients pain had changed and the device was not helping. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.